Event description:
It was noted that the brk needle ((B) (4)) had broken through the sheath and dilator when removed from the pt's body, just before the brockenbrough method. The physician completed the procedure with an alternative device. There were no consequences to the pt.

Manufacturer narrative:
One 8f fast-cath introducer and one dilator fully inserted but not snapped into the introducer hub were returned for eval. Visual inspection revealed the dilator and introducer sheath had been perforated by a needle. Review of the device history records confirmed this lot mfg requirements prior to shipment. Visual inspection of the returned introducer and dilator revealed a hole in both components which occurred during the advancement of a transseptal needle through the dilator/introducer assembly. The introducer/dilator assembly had been successfully inserted into the dilator wall occurred during insertion / advancement of the needle. The needle used in conjunction with this case was not returned and may have aided in a more thorough investigation of the reported event. The st. Jude medical instructions for use (IFU) state "during insertion, use caution not to create excessive bends in this device. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. It also states, "during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly". No mfg detects were noted and there were no consequences to the pt. (B) (4). (B) (4).